Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating the device's cutter could not be secured. The device was not used in surgery. It is unk if injury, surgical delay, or medical intervention occurred. There is no additional info provided.